Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 12.6 mmol/l (aviva) and 6.1 mmol/l (mobile). No adverse event was reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6) (mobile system), is related to case with patient identifier (B)(6) (aviva system) the event occurred in united kingdom while this product is not sold in the united states, it is like or similar to a product marketed in the united states.